Event description:
It was reported when using the bd ultra-fine¿ ii insulin syringe, the device experienced the hub separating. The following information was provided by the initial reporter. The customer stated: customer and user of bd syringes contacted us to report a quality deviation. In only one syringe from the informed batch, he mentioned that it is the second time he has bought a pack of syringes at the same drugstore and the first time he also checked a syringe without a needle, but he decided not to complain because it was the first time and he did not have a batch for us inform, in the informed batch there was also a syringe without a needle and as it was the second time it happened and he said how expensive the product is, he decided to call. The syringe was in the protective orange cap.

Manufacturer narrative:
H.6. Investigation: no samples were returned therefore the investigation was performed based on the photos provided. One photo of a loose 0.5ml bd insulin syringe was provided. The customer reported a syringe without a needle and the syringe was in the protective orange cap. The photo was examined, and it was observed that the needle hub/shield assembly was detached from the barrel; no hub assembly was shown in the photo. No damage to the barrel tip was observed. A review of the device history record was completed for batch# 9336958. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. CAPA#1630423 was initiated.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd ultra-fine¿ ii insulin syringe, the device experienced the hub separating. The following information was provided by the initial reporter. The customer stated: customer and user of bd syringes contacted us to report a quality deviation. In only one syringe from the informed batch, he mentioned that it is the second time he has bought a pack of syringes at the same drugstore and the first time he also checked a syringe without a needle, but he decided not to complain because it was the first time and he did not have a batch for us inform, in the informed batch there was also a syringe without a needle and as it was the second time it happened and he said how expensive the product is, he decided to call. The syringe was in the protective orange cap.